Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator was thoroughly inspected and analyzed. Visual inspections noticed no anomalies. The device was put through a series of automated testing that verified sensing and device functionality. No evidence was found of device defect, malfunction, or damage outside the bounds of normal medical use. However, the analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this implantable cardiac monitor (icm) was explanted due to infection. Antibiotics will be given to the patient and a new icm will be implanted once the infection is gone. The patient tolerated the explant procedure and the icm was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardiac monitor (icm) was explanted due to infection. Antibiotics will be given to the patient and a new icm will be implanted once the infection is gone. The patient tolerated the explant procedure. This device is not expected to be returned for analysis. No additional adverse patient effects were reported.